Event description:
It was reported that the patient presented with unspecified over-sensing exhibited on the pacemaker. Further information regarding event, resolution, initial reporter and patient condition was not reported.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.